Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "noticed fluid coming from valve area". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed a delamination total of the valve (adhesive failure) as per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "noticed fluid coming from valve area". Device has been explanted and replaced.